Event description:
It was reported that during a procedure the laser system displayed error message 171 and shut down. The user was unable to clear the error message and the procedure was aborted. There was no report of a pt injury, however the MFR is filing this a surgical intervention as the customer indicated that an add'l surgery would be scheduled as a result of the incompletion of the case.

Manufacturer narrative:
The device is anticipated to be serviced in the field.